Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent damage occurred. The target lesion was in the proximal right coronary artery (rca) of average tortuosity. The physician had predilated the lesion with a 2.5 x 15mm maverick balloon and was attempting to treat the lesion with a 3.5x20mm taxus express2 drug eluting stent (des). The target lesion contained calcification and was 90% stenosed. The physician encountered difficulty in crossing the lesion with the stent delivery system (sds). The physician pushed on the catheter shaft, but the sds would not cross. The entire sds was removed from the pt's body when it was noticed that the proximal side of the stent was "lifted up". The stent was still mounted on the catheter. The procedure was completed with another 3.5x20mm taxus express2 des. There were no pt complications reported and the pt's condition was listed as "good".